Event description:
Customer called to report the pump had a no delivery alarm while priming the new reservoir. Troubleshooting was performed. The unit had a no delivery alarm again. Device was not dropped, bumped, or exposed to moisture.